Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this pacemaker device went from one and a half year remaining to less than six months remaining. Boston scientific technical services (ts) discussed reprogramming options and the patient was scheduled for an intensified follow up. To date, this device remains in service. No adverse patient effects were reported.